Manufacturer narrative:
(B)(4). Investigation summary: the analysis results were unable to verify the defect described by the customer. Analysis identified a different defect and repaired it using the measures listed in the "proof of repair". / minor physical damages on surface area; no interference with function of unit / unit modified acc. To guideline of manufacturer / minor damage to surface varnish / the safety test (iec 60601-1 / iec 62353) was performed according to the manufacturer's instructions with supplied replacement accessories. / missing accessories completed / defective accessories replaced / 24-hour continuous test completed / functional test performed / ventilator assembly defective: replaced / electrical safety test acc. To iec 60601-1 completed / accessories checked / by built-in-test (bite) indicated fault codes analysed / functional test acc. To test procedure completed / missing material renewed / upgrade of ees-generator g11 "software" acc. To sb 17-003 performed / trim damping missing / defective - renewed / adapter plate missing / defective - renewed / earth connection loose - the fixing nut for earth ground wire has been tightened / harmonic device connector "hga" is defective - renewed / cause code: faulty parts (3210) / tracking information: ups std - (B)(4). The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, the device was generating multiple error messages when attachments were connected to it. There were no patient consequences reported. No further information is available.